Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software product ID tm90t0 lot# serial# u nknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer regarding an external device to an implantable pump infusing an unknown drug. It was reported that it was taking a long time to find the pump and connect to it to give a bolus. The patient stated it takes 10 to 15 minutes and it gets stuck at 90% for a long period of time but they don't turn it off so they just wait until it will get to 100% and it will say they have received a boluses. The patient also stated they have had problems with it not charging all the way. The patient mentioned they turn the communicator off right after they use it so they won't run out of battery but it doesn't resolve the issue. During the call the patient was walked throughclearing data and able to successfully connect and deliver a bolus. Agent reviewed information regarding the lag issue cause the communicator to use more battery. Agent agreed to replace the charging cords.